Manufacturer narrative:
This report is submitted on 10 january 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. It is unknown if there are plans to re-implant the patient with a new device.